Event description:
It was reported that during a pulsed field ablation procedure, signal noise was captured on the electrodes when inserted into the left atrium. The electrograms (egm) cable was reconnected and replaced without resolution. The catheter interface cable was reconnected without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012350770 was received and analyzed. Visual inspection was performed and the loop catheter was received with the no guidewire threaded through. The spiral array was visibly confirmed to be extended through distal tip. X-ray imaging has confirmed the array pebax tube was knotted between electrode 7 and electrode 8. The array pebax tube was pinched at electrode 8. The electrode wires appeared kinked in the handle. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered and the array tube was not advancing forward when slide control pushed all the way. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was performed without any interruption. Hipot verification for the integrity of elec trode wires and testing for electrical continuity did not reveal any anomalies. In conclusion, the loop catheter failed the returned product inspection due to electrode wires entangled around guidewire lumen electrode wires kinked in the handle and the array pebax tube knotted and pinched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.